Event description:
During an aneurysm embolization procedure, it was reported the coil was successfully positioned and detached, and found it was broken. The coil was removed. No complications were reported to have occurred with the pt as a result of this event.